Event description:
It was reported that there was a polarity switch and low impedance measurements noted in the ventricular lead after a generator changeout procedure. The lead continues to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the performance data is inconclusive due to the trend data was cleared prior to the device interrogation. The complaint was unable to be confirmed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 implantable pulse generator (ipg) (B)(6) 2013; 1022t competitor implantable pacing lead unknown. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.